Event description:
Event description: guidant received info that this implantable cardioverter defibrillator (ICD). Device was electively explanted and returned to guidant for analysis. Preliminary analysis by guidant's reliability assurance lab identified no output and telemetry idle.